Event description:
Per the audiologist, the pt lost the flange fixture with abutment in 2008. On four days later, the surgeon verified the fixture was gone and rescheduled the pt for placement of another fixture on the following month. Per the surgeons notes, the surgery went well and three 4mm flange fixtures were put into place. One of the fixtures has an 8.5mm abutment. No further info was reported at the time of this report, 07/23/08.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.